Event description:
It was reported that the patient's pocket was opened and closed four times. The pulse generator exhibited loss of capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.